Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "they had a stiff micro wire snap upon insertion. They were able to retrieve all the wire out of the body and the patient was not harmed in the process."

Manufacturer narrative:
(B)(4). Correction to section d: UDI#: UDI was updated from (B)(4). Additional information: no return product evaluation could be completed as the device was not returned for investigation. A device history record (DHR) review was conducted for lots: 9016420578 and 9016420580, which included wire supplied by the supplier and packaged in lot: 73b2400624. No issues or nonconformities were identified. The case details were reviewed. Based on the limited information, the root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "they had a stiff micro wire snap upon insertion. They were able to retrieve all the wire out of the body and the patient was not harmed in the process."

Event description:
It was reported that: "they had a stiff micro wire snap upon insertion. They were able to retrieve all the wire out of the body and the patient was not harmed in the process."

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A device history record (DHR) review was conducted for lots 9016420578 and 9016420580, which included wire supplied by the supplier and packaged in lot 73b2400624. No issues or nonconformities were identified. The case details were reviewed. Based on the limited information, the root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.